Event description:
Pt called to report previous leak and replacement of access port.

Manufacturer narrative:
Medwatch sent to FDA on: 04/23/2009. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or the full implant or explant dates. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."